Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were no visual indications of particulates within the cassette area. There were no visual indications of dried fluid within the cassette compartment. In addition, there were no burrs or sharp edges in the cassette area that could have punctured a cassette membrane. Upon power up, the screen brightness check failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel display remained dim. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 1954 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the display became operational. The screen brightness check then passed. There were no visual discrepancies encountered during the internal inspection of the cycler. The cycler underwent and passed a voltage verification check. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support (ts) that the screen of their liberty select cycler was experiencing a brightness problem. The patient stated that the letters on the screen were hard to read. The patient was advised to power on the cycler as it was not turned on at the time of the call. The cycler's display was dim when the system reached the ¿ready¿ screen. The patient confirmed the display brightness was set to 10. They tried rebooting the cycler, but the screen remained dim. The patient confirmed they had been completing their pd therapy on the cycler. The ts representative advised the patient to continue using the cycler; however, they also issued the patient a replacement. The patient was advised to notify their pd registered nurse (pdrn) of the replacement. The patient indicated that their pdrn was aware of the display brightness problem. The patient confirmed they had continuous ambulatory peritoneal dialysis (capd) supplies and that they were trained to perform manual pd therapy without the cycler. Upon follow up, the patient confirmed they were able to complete their treatment on the day of the reported event. The cycler was returned to the manufacturer for physical evaluation and the replacement cycler was received by the patient. Upon evaluation of the cycler by the manufacturer, an internal short was identified on the transformer of the inverter board.